Manufacturer narrative:
The sample device was returned from sterilization on 2/11/2020. An investigation is in progress. A follow-up report will be provided by 3/13/2020.

Manufacturer narrative:
A review of the sample device was performed. The filter was loaded inside the cartridge and could not be removed due to a bent cartridge pin, confirming the customer''s compliant. Based on the physical examination, the most likely cause of the bent cartridge pin was due to user handling of the device. It may have happened during the procedure when the user inserted the cartridge with the delivery catheter sheath. Since this issue cannot be determined as a design or manufacturing defect, no corrective action will be taken at this time.

Manufacturer narrative:
Sample device was returned to argon on 1/27/2020. Investigation is ongoing. A follow-up report with additional information will be provided by 2/28/2020.

Event description:
Argon option elite ivc filter would not deploy or advance through the housing that was provided by the company. So we had to open a new filter to complete the necessary procedure.